Event description:
It was reported that the patient was syncopal. The right ventricular exhibited noise and intermittent capture. After the lead was configured to unipolar mode, the pt no longer experienced syncope. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.